Event description:
On 2025-dec-16 additional information was received from a manufacturer representative. They reported that the cause of the impedance issue was not determined. The physician recommended that they replace the device and a surgery was scheduled for (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they initially called to ask how to check battery status of implant. Agent walked patient through how to do this and implant battery was "ok" with green check mark. Patient asked how they could tell if therapy was on and working. They said they've had return of symptoms off and on for months. Patient commented that they saw managing healthcare provider (hcp) last year for similar symptoms. Agent suggested following up with managing hcp if they wanted to investigate further about uti. Agent also suggested patient adjust therapy settings to attempt to manage symptoms. Patient connected to ins right away and patient confirmed therapy was on. Patient has been increasing stim by only .01 maor .02 ma, but no more than that in an attempt to conserve battery. Agent reviewed therapy expectations and basic programming guidance. Patient preferred to contin ue only making very conservative increases to amplitude at this time. Agent suggested following up with managing hcp if issue persists. On 2025-dec-04 (B)(4) additional information was received from the patient. They called back repeating previous information regarding therapy concerns/return of symptoms. The patient provided additional information that they just met with a manufacturer rep who checked battery longevity and impedances earlier today. The patient was not with the rep at the time of the call but described seeing an impedance screen on the clinician app showing the "4th" electrode as yellow with an exclamation mark and the patient wanted to know what this meant. The patient noted that ever since implant they had only been given access to programs 1 and 3 because they had pre-existing nerve damage. The patient also reported their ins battery life showed 91 months left. The patient indicated the rep did not have time to explain impedance readings because they had to run to a case. Patient services reviewed general expectations regarding impedances and recommended patient discuss their questions with the rep when they are able. Patient then ended the call stating the rep was calling them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.